Event description:
It was observed during the olympus device evaluation, the videoscope had foreign objects in the air/water (a/w) cylinder and the a/w tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of ¿videoscope had foreign objects in the air/water (a/w) cylinder and the a/w tube¿, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely, the foreign material remained in the device because reprocessing could not be conducted properly due to a leak in the biopsy channel. It was also noted the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.